Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported that the ventilator only runs on battery power. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 25sep2020. B4: 29sep2020. Failure analysis on the returned power supply shows that the customer complaint was verified. Root cause is failure of pfc (power-factor correction) chip in power supply assembly. The pfc ic (designator obscured) was not operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24apr2020 b4: (B)(6)2020. The field service engineer (fse) found bad power module, alternating current (ac) power board, ac inlet, and high resistance in cord. The (fse) replaced the power supply, power management (pm) board, power cord and ac inlet. The unit was tested and passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.